Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and upon evaluation of the iabp unit observed the fiber optic connector was damaged. The stm replaced the fiber optic sensor cable assembly then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed the self check. It was later reported that upon starting the iabp unit on a patient, the iabp unit displayed an error with the fiber optic sensor. The iabp unit was swapped out without issue. There was no patient harm and no adverse event was reported.